Event description:
Bii symptoms extreme pain burning chest heavy on chest hard to breath tightening pain in neck, shoulders, upper and lower back weak fatigue light headed dizzy numbness in arms and legs brain fog exhaustion chronic head aches ringing in ears sweats in head hands and feet anxiety panic attacks troubles breathing insomnia due to pain while sleeping nausea off balance vision problems vertigo feeling blurred vision - unable to drive heart palpitations sharp shooting pains in chest inflammation hormones unbalanced hair loss body shutting down hands shaking joint and muscle pains poor memory and concentration popping sounds in breast from armpit area acne doctors seen to try and help this problem -family doctor -neurologist- topamax -hematologist- blood tests -optometrist- vertigo -cardiologist- heart monitor for a month -naturopathic doctor- detox, hormone balancing, b-12 -acupuncture- temporary relief -obgyn/midwife- off birth control as variable -8 emergency room visits over 4 years -allergist- food allergies cartridge piercings to help headaches (B)(6) botox for headaches (B)(6) wisdom teeth removal impact on life unable to drive unable to work unable to wear a bra don't want to leave the house extreme pain and weak 24-7 unable to exercise depressing unable to sleep loss of appetite due to pain and nausea unable to process toxins like alcohol fiance is going to get fired for how much time off he takes to take care of me. FDA safety report ID# (B)(4).